Event description:
It was reported that the patient presented in clinic for an ablation. During the procedure, the right atrial (ra) lead was dislodged and burned. The ra lead was failing to capture and failing to sense. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.